Manufacturer narrative:
The reported events of failure to interrogate, no magnet response, output rate issue were confirmed. The device had no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the pacemaker (pm) failed to be interrogated and exhibited no magnet response. Additionally, the output rate was lower than programmed. The physician explanted and replaced the pm. The patient condition was stable.